Manufacturer narrative:
(B)(4). D10: medical products: item#: 814501080, hfn a/r screw 80mm; lot#: sp1122280f; item#: 814503000, hfn end cap flush; lot#: td1113 b; item#: 814511180; hfn 130 deg 11mm x 180mm; lot#: 748660. G2: foreign: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip fracture surgery approximately seven (7) years ago, subsequently, the patient is able to palpate the lag screw through the skin and this is causing the patient discomfort. The surgeon has recommended that the screw be explanted from the patient. A revision surgery has not been scheduled. Multiple attempts have been made to obtain additional information, but no response has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following section was corrected: health effect - impact code, device revision or replacement. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip fracture surgery approximately seven (7) years ago, subsequently, the patient is able to palpate the lag screw through the skin and was causing the patient discomfort. The patient underwent a revision surgery on and unknown date and all implants were removed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.